Manufacturer narrative:
The device was not returned for evaluation as the stent remains in the patient. The reported patient effects of thrombosis, angina and myocardial infarction are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience sierra stents referenced are being filed under separate medwatch reports.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2020 the patient underwent a stenting procedure with three xience stents; a 2.5x28 xience sierra in the left anterior descending (lad) coronary artery and a 2.5x18 mm and 2.75x8 mm xience sierra. On (B)(6) 2020 the patient was admitted to the hospital with chest pain, diagnosed as a myocardial infarction. The lad/diagonal was occluded with thrombus/blood artifact. There was thrombus in all three stents. Angioplasty was performed and the lesion was revascularized. The stent thrombosis was likely due to clopidogrel resistance. The clopidogrel was switched to ticagrelor. The patient has a high platelet count which is under investigation. Oct (optical coherence tomography) showed the stent was well apposed to the vessel wall. No additional information was provided.